Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Sample received and evaluated and complaint confirmed. Clampex connector broken - introduced additional checks during the manufacturing process. A more robust design of the clampex connector was introduced as part of the (B)(4) relaunch.

Event description:
A customer reported to baxter that the spiking mechanism was faulty, this was before patient use, no injury or medical intervention was reported